Manufacturer narrative:
(B)(4). Fractures of the rv conductors were noted at 1.8cm from the connector pin, consistent with fatigue. These fractures are consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that upon interrogation, high, out of range high voltage lead impedance was observed. The lead was explanted and replaced. The patient was in good condition.